Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. The device was not returned for evaluation as it remains implanted in the patient.  In this case, the cause for the valve stenosis could not be determined with the available information, however, the progression of pre-existing disease processes may have been a contributing factor. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in (B)(6), approximately six years post tavr with a 23 mm sapien xt valve in aortic position, the valve failed with a mean gradient of 57 mmhg. A 23 mm sapien 3 valve was implanted inside the sapien xt valve (valve in valve).  The valve was implanted in good position with no paravalvular leak (pvl).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.